Manufacturer narrative:
Results: the jet7 was ovalized approximately 64.0, 113.0, and 114.0 cm from the hub. The 3maxc was stretched approximately 129.0 thru 130.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was ovalized and stretched. The reported puncture could not be confirmed. If the jet7 is forcefully mishandled during use, damage such ovalization may occur. Subsequently, if the jet7 is forcefully retracted against resistance, damage such as stretching may occur. The root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max) and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, while advancing the 3maxc and jet7 over a guidewire, the physician experienced resistance and subsequently, while advancing the devices through the tortuous vessels, the physician was unable to reach the target vessel. Therefore, the physician decided to remove the 3maxc and attempt to use a non-penumbra stent retriever and a non-penumbra microcatheter with the jet7 instead. While advancing the microcatheter and jet7 over a guidewire, the physician experienced resistance and subsequently, while advancing the devices through the tortuous vessels, the same issue occurred. The physician was unable to reach the target vessel and decided to remove the devices to flush. Upon removal, the physician noticed that the jet7 was punctured approximately five centimeters from the distal tip. Therefore, the jet7 was no longer used in the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), the same 3maxc, and the same neuron max. There was no report of an adverse effect to the patient.